Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was dislodged from the heart wall. The lead exhibited low amplitude and high capture thresholds. X-ray showed the slack on the lead was pulled back. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted no conductor issues. Resistance testing found the lead was electrically continuous, therefore the electrical or physical allegations were not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was dislodged from the heart wall. The lead exhibited low amplitude and high capture thresholds. X-ray showed the slack on the lead was pulled back. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.